Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Additional devices listed in this event: catalog: 64812110 description: mrhk femoral bushing, lot: lax155; catalog: 64811140, description: mrh knee fem xl lft, lot: l7kjj; catalog: 64812120, description: mrh axle, lot: lajnp; catalog: 64813113, description: mrh tibial b/plt keel lrg 2, lot: l6sza; catalog: 64812140, description: mrhk tibial sleeve, lot: lah287; catalog: 64813310, description: mrhk tib ins 10mm m/l m2/l2, lot: lax443; catalog: 64812100, description: mrh tib rot comp xs-xl, lot: jb1430; catalog: 64812110, description: mrhk femoral bushing, lot: lau370; catalog: 5560-s-212, description: tri cemented stem 12mmx100mm, lot: n2e05d. At this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that patient's left knee was revised due to infection (infecting microorganism not identified). 9 out of 10 of the devices in an mrh construct were revised (a cemented stem was not revised).